Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) had frequent automatic filling errors. There was no patient harm reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate this unit. Unit passed all manifold tests and a 3-day running test conducted . However, there was no reproduction. Unit passed the all-manifold test again, and a running test was also conducted, but the problem did not recur. It was suspected that there may have been a kink in the catheter being used, and will continue to monitor the situation. All functional and safety checks performed to meet factory specifications.

Event description:
N/a.